Manufacturer narrative:
(B)(4). Batch #: l9253n. Investigation summary: the handpiece was received disassembled and the ¿transducer assembly¿ attached to a har device. The nose cone was cracked. Additionally, no damage to the threaded stud could be observed. The "transducer assembly" was forcibly removed from the disposable. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect the remaining components. The moisture indicator was positive and the acoustic isolator was torn. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to the crack in the handpiece nosecone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is probable that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that prior to a laparoscopic roux-en-y procedure while testing the device it was found that the harmonic was unable to be tightened and when attempted to remove part of the hand piece broke off in the harmonic. Another harmonic and handpiece was used to continue with the procedure. There were no adverse consequences for the patient.